Event description:
It was reported that the patient presented for an implant procedure on (B)(6)2023. During the procedure, the right ventricular (rv) lead exhibited an inability to capture or pace. The lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event for failure to capture was not confirmed. Final analysis that as received, a complete lead was returned in one piece with a stylet inserted. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Visual and x-ray inspection of the lead found no anomalies except for procedural damage.